Event description:
Plaintiff alleges that as a direct and proximate result of exposure to latex gloves she has suffered physical injury and damage, including, but not limited to, severe and irreversible type-1 latex allergy, which is believed to be permanent and life threatening. Further alleges suffering from pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarassment and humiliation, fright and apprehension, and emotional distress. Plaintiff's husband alleges loss of consortium of his wife.